Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer that produced the barcodes had encountered an issue when the barcodes were scanned, which was not recognized. The technical support specialist (tss) had logged into cfnadmin and navigated to the printer settings to verify the installation of the designer (zd410-203dp zpl). The tss had accessed the printer properties and preferences were adjusted, including landscape orientation, cutter mode, thermal direct media type, and continuous tracking. The printing defaults were then configured to match the preferences. A test page was printed, and the customer confirmed that a cut square sheet of the label was successfully produced. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a printer barcode was failed to scan. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.